Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 20ga safestep safety infusion set. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter and the safety mechanism was engaged. The device was placed on a piece of paper, up which the word ¿crack¿ had been written with an arrow pointing toward the extension tube. No damage was discernible in the photograph. While no damage was discernible in the submitted photograph, the implicated sample could not be thoroughly evaluated. Consequently this complaint is inconclusive at this time.

Event description:
It was reported the tubing cracked. Additional information received 2/22/2021: it was reported the patient's mother called the nurse into the room due to blood back flowing into mediport line. There was also a few drops of blood noted on the bed and the patient had disconnected line. Mediport line was broken and leaking before the hub. What type of catheter securement was utilized?: 3m transparent dressing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the tubing cracked. Additional information received 2/22/2021: it was reported the patient's mother called the nurse into the room due to blood back flowing into mediport line. There was also a few drops of blood noted on the bed and the patient had disconnected line. Mediport line was broken and leaking before the hub. What type of catheter securement was utilized?: 3m transparent dressing.